Manufacturer narrative:
This report is submitted on august 21, 2017.

Event description:
Per the clinic, the patient experienced short and open circuit electrodes with the device, resulting in the decision to explant the device on (B)(6) 2017. The patient was reimplanted with a new device during the same surgery.